Event description:
Around 3 months postoperatively, radiograph images revealed three screws had fractured.

Manufacturer narrative:
The screws have not returned for evaluation. A review of the device history records could not be performed as the identifying lot numbers were not provided. Radiograph images were provided which confirm the event of three screws fracturing at the neck at the l5/s1 level. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.